Event description:
On (B)(6) 2010, pt reported the down button on her infusion device was not functioning properly. This was first noticed on (B)(6) 2010. Infusion device has not been dropped or exposed to water or insulin ingress. Infusion device has been used for a couple of years, and pt boluses 5-6 times per day. Down button pops up after being pressed. Up button still functions as intended. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.